Event description:
It was reported that a patient underwent a discectomy procedure on (B)(6) 2025 and barbed suture was used. During a t12-l2 lumbar discectomy with plif procedure that while the pa was trying to seat in the apex the needle bent and detached the suture from the needle. Three addition were attempted with the same issue however the fourth did not completely detach. Another like device was used to complete the procedure. Procedure was prolonged by one hour. There were no adverse consequences reported. The 4 event sutures and 4 sterile samples returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - was there any change in the patient¿s post-operative care due to the prolonged procedure? Na. - when did the needle detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Needle was bent during the first pass through the apex with each suture. Needle did not hold strength and for one it snapped in half after trying to bend back to correct position. Bent needle made it difficult to pass and when suturing they kept breaking off the tip. - please confirm, how many devices demonstrated the alleged deficiency (needle pull-off from suture)? 3. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I was present in the surgery. It will be me, (B)(6). - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Waiting on shipper to send the devices back to jnj. I have all product as well as the box with unopened lots for testing. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with three unopened samples was received for analysis. Product code sxpp1a401. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no bending needle or issues related to needle breakage were found. The samples were tested by resistance test to needle and met the requirements. Furthermore, the functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no anomalies or defects were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.